Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit sparked.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The device was visually inspected for damages, there is burn residue on the rf receptacle. The console was connected to an rf probe and a crossfire footswitch. When the rf probe was powered for longer than five seconds an e10 rf fault was seen. Probable root causes could be the main board. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit sparked.